Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling and lifting along the edge next to the up arrow and down arrow buttons, exposing the button contacts. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up arrow, down arrow and contrast keypad buttons were found to be unresponsive; the ok button required multiple button presses with increasing force to elicit a response. There was evidence of adhesive contamination found under all key contacts.

Manufacturer narrative:
(B)(4): additional evaluation information: evaluation revealed that the bolus button was damaged and unresponsive to presses. When the button cover was removed, the internal plug contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).